Event description:
It was reported that the insulin pump alarmed no delivery. Customer was not able to clear the alarm. Customer stated that the insulin pump was stuck. There is no response from any of the buttons. The time does not advance. Advised the customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.